Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent anterior and posterior lumbar fusion at l4-s1 in which rods, cages, screws and rhbmp-2/acs was implanted. It was alleged that patient developed foot drop on left leg immediately following surgery. Patient underwent radiology test where overgrowth of bone is alleged. Neurologist noted s1 nerve damage on testing. The patient had a lot of complications and suffered due to pain.